Manufacturer narrative:
No information was provided. No staff or patient injury occurred. Date of event: the customer reported the incidents occurred on (B)(6) 2019. Leakage location has not been verified and root cause has not been established. The sample has not been received by 3m st. Paul, mn for evaluation. Analysis is pending on returned samples to verify leakage location. 3m is attempting to obtain further information from the customer. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked fluid from the side of the auto venting bubble trap. The employee alleged second set was discovered to have a kink below the auto venting bubble trap. The cassette reportedly burst inside the ranger¿ warming unit. The warming unit was sent to biomed. No patient or staff injury was alleged. No further information was provided.